Manufacturer narrative:
There is no additional event or patient information available as yet. Event date is unknown. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during procedure the device yielded an image with a blue box in the middle of the image. There was no reported adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. Several attempts were made to obtain additional information from the customer, but no additional information has been provided by them to date and the device has not been returned for evaluation and investigation by the legal manufacturer. As the user was able to correct the problem on-site it is presumed that a temporary failure of unknown type resulted in the blue image. Alternatively, the blue image may have been displayed due to a temporary accidental failure of the video-connector part of cv-190, which is the system connection with this device, or the aging degradation of the video-cable to the monitor."